Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of endometrial ablation ('ablation') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent endometrial ablation (seriousness criterion medically significant) and experienced fibromyalgia ("fibromyalgia"). The patient was treated with surgery (ablation). At the time of the report, the endometrial ablation and fibromyalgia outcome was unknown. The reporter considered endometrial ablation and fibromyalgia to be related to essure. Concerning the injuries reported in this case the following were reported via social media- fibromyalgia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-may-2020: social media content received: case become serious incident, new event ablation was added. On 29-may-2020: social media report received. New reporter was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.